Manufacturer narrative:
The returned device matches with upn provided by the customer. For this event lot 26900885 was reported however, the unit returned is marked with lot 26690263. Product analysis was performed on the returned unit (lot 26690263). Visual inspection revealed several kinks in the sheath assembly as well as the telescope section. The distal tip was detached from the imaging window and was not returned with the device. The imaging window was kinked near to the detached section. The test guidewire could not be inserted due to the returned device conditions. Microscopic inspection the distal tip was detached from the imaging window and did not returned with the device. The imaging window was kinked near to the detached section.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. The target lesion was located in the mid left anterior descending artery. It was reported that the opticross hd imaging catheter was unable to cross the target lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed tip detachment.